Event description:
This rv lead was implanted on (B)(6) 2004 and was capped and replaced on (B)(6) 2014 due to product performance issue. This rv lead exhibited an impedance less than 280 ohms on chronic testing with occasional noise noted. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).